Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an increase in pacing impedance measurements from 600 ohms to 1200 ohms on the right ventricular (rv) channel. Isometrics did not produce noise; however, the impedance did decrease from 1200 ohms to 700 ohms. No adverse patient effects were reported.